Manufacturer narrative:
No product is being returned for evaluation.

Event description:
Sales rep. Reported 1/4 of two anchors shattered. Pieces successfully removed and repair was completed with 75% of anchors remaining in bone. There was no delay or pt injury to the shoulder arthroscopy. The pt had average bone quality.